Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated swelling of glands and irritation in scrotum and penis, painful mers infection, diminished sensation, significant scarring at the base and throughout the length of penis, inability to achieve and sustain erection, lack of blood flow to the head of penis.